Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 16, 2021 that a wallflex fully covered biliary rmv stent was to be implanted to treat a benign stenosis in the biliary duct during biliary stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. It was reported that during the procedure, the physician deployed a 60mm long stent but the stent was measured under fluoroscopy as 80mm long. The stent was removed from the patient and the procedure was completed with a 60mm wallflex biliary stent. There were no patient complications reported as a result of this event.